Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in pacing impedance measurements, exceeding 3000 ohms and reaching out-of-range values. Technical services (ts) reviewed the event and noted that this rv lead also demonstrated loss of capture (loc) during anti-tachycardia pacing (atp) therapy. Ts recommended further evaluation of the lead, as calcification was suspected. No adverse patient effects were reported. This rv lead remains in service.